Manufacturer narrative:
Additional information has been requested from the user facility to identify if there were adverse consequences due to the event and if there was patient involvement.

Event description:
It was reported that the device displayed a bias current error, signaling a condition that could result in unintended activation and run-on.